Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 2610 captures the reportable issue of bands failed to deploy. Problem code 1069 captures the reportable issue of handle broken. Investigation results: received one speedband device for analysis. It was noted that the ligator head was not returned. A visual examination of the handle found no damaged and the suture was returned attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on th evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the distal esophagus during an esophageal variceal ligation (evl) banding procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was rotated and felt very tight. Additionally, the bands could not be deployed. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced in setting up the devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the distal esophagus during an esophageal variceal ligation (evl) banding procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was rotated and felt very tight. Additionally, the bands could not be deployed. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced in setting up the devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.